Event description:
If an (B)(6) donor response "yes" to question olol500, "[has] female donor ever been pregnant," the life trak donor software places a non-deferral nopl (no plasma) interdiction on the unit from that female donor. When that occurs, (B)(6) configured the life trak software to place and discard label on any ffp associated with such unit. However, the (B)(6) configuration of the system allows all other products from that unit to be labeled with a good system label decision. (B)(6) used the life trak software in a manner not specifically recommended by the MFR. As result, when a female donor donated blood, the system did not place the nopl interdiction on the unit in life trak lab appropriately. Consequently,(B)(6) created a ffp unit and label the unit with a good system label decision instead of a discard label.